Event description:
During a vsp orthognathics and tmj surgery, there were issues with the fit of the mandibular prosthesis. The surgeon drilled the predictive holes indicated by the mandible marking guide and later found that the mandibular prosthesis would not meet the fossa once it was screwed into the mandible. As a result, the surgeon did not use the pre-drilled holes and preferred a different positioning of the mandible prosthesis.

Manufacturer narrative:
This issue was identified by the surgeon intraoperatively. 3d systems performed a review of the digital design files and overlayed the planned data with the patient post-operative data provided by the surgeon. It was found that the mandible marking guide fit the patients anatomy and lined up with the predictive holes. The surgeon reported that they had to reposition the mandibular component to meet the fossa, which resulted in additional holes on the patient's mandible. Surgery was successful and no adverse events to the patient were reported after surgery.